Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 29mm mitral annuloplasty ring was implanted and explanted during the same procedure. The device was replaced with a 29mm mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that during the initial implant of this 29 mm mitral annuloplasty ring, the physician noted that the patients native tissue had very complex anterior and posterior leaflet repairs needed, and there was too much residual leaking from a prolapse noted in 3 of the native commissures. The physician stated that he was not willing to spend the extra clamp time which still may have lead to a future surgery. Instead the physician performed a successful beating heart mitral valve replacement. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.